Event description:
It was reported that while calling about a supply change, the user disclosed hyperglycemia with a fingerstick blood glucose of 456 mg/dl after having paused ilet use for several weeks and using multiple daily injections due to suspected steel infusion set irritation, later transitioning to teflon infusion sets; the user then resumed ilet delivery during the call after confirming a recent manual insulin injection. Symptoms included hyperglycemia. Outcomes included user education and troubleshooting with resumption of therapy and planned follow-up. Investigation included customer service troubleshooting and review of user-reported history and device use, with no device alarms reported. Investigation of this case revealed that the cause of the hyperglycemia could not be determined, with potential contributory factors including recent therapy transition and infusion site compatibility issues, while no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.